Manufacturer narrative:
The sample is unavailable for evaluation. Without the sample or any visual evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
"Catheter presenting rupture and extravasation of the serum close to the catheter hub, and it was removed. We have had several cases of catheter rupture in other newborns. Due to the biological risk, the catheters were discarded"